Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of 20 mg/dl. Customer was treated with orange juice and graham crackers, and was released from the hospital the following day with no permanent damage. A system check was performed on the pump by tandem technical support which determined pump was functioning as intended. Reportedly, the customer had miscalculated the amount of insulin needed when requesting a bolus and delivered a larger bolus than needed.